Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer went low due to not eating. The customer was at 393 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had a low of 43 mg/dl on (B)(6) 2018 where they ended up in a coma and almost died. The customer had performed a set change the previous night and gave themselves a 25 unit bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the they were hospitalized on (B)(6), 2018 however low blood glucose was began on (B)(6), 2018.